Event description:
Patient reported he tried to wear the step 1 maxillary tray for 2-3 days, but discontinued because of jaw pain despite taking ibuprofen. He was able to tolerate the lower tray. According to the doctor's office, they initially instructed the patient not to bite the trays in at insertion. The patient thought he should not be biting at all while wearing the aligners, so he kept opening his mouth. According to the doctor's office, this could have contributed to tmj pain. He tried to wear the trays again, but couldn't because of soreness around his teeth.

Manufacturer narrative:
The customer complaint form and patient questionnaire regarding the reveal aligners standard state that the 42-year-old male patient was seen after attachment debonded from tooth #13. Patient reported he tried to wear the step 1 maxillary tray for 2-3 days, but discontinued because of jaw pain despite taking ibuprofen. He was able to tolerate the lower tray. According to the doctor's office, they initially instructed the patient not to bite the trays in at insertion. The patient thought he should not be biting at all while wearing the aligners, so he kept opening his mouth. According to the doctor's office, this could have contributed to tmj pain. He tried to wear the trays again, but couldn't because of soreness around his teeth. As stated in the patient questionnaire, no hospital visit was indicated, no follow-up or prescription medications were required, and the patient has fully recovered. Due to a possible vps impression discrepancy, it was suggested to remove the attachments and redo impressions. Ortho organizers decided to report this complaint to the FDA because the patient took otc medication (ibuprofen) and attachments were removed to redo impressions.